Event description:
The customer tested her blood glucose and received readings of 175, 185, and 131 mg/dl, using her contour meter. She retested using another meter and received readings of 83, 76, and 26 mg/dl. The difference between some of the readings falls in the "c", "d", and "e" zones of the parkes error grid, making the differences clinically significant. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement procedure were sent to the customer.